Manufacturer narrative:
Other applicable component: product ID: 3889-28, lot# va1be0n, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had meningitis. The rep reported that the facility was running tests on the patient. The rep reported that the lead was scheduled to be removed on (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1be0n, implanted: (B)(6) 2017, product type: lead. Product ID: neu_perc_extension, product type: extension. Analysis of the lead (lot# va1be0n) revealed the body of the lead cut through and segmented.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was having the lead removed tomorrow, (B)(6) 2017. It was noted results were not back from the hospital and the provider did not know if it was viral or bacterial meningitis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.